Manufacturer narrative:
Analysis of the ins (njy264931h) found that the setscrew was backed out too far. Analysis of the tined lead (va0mrwj) found that the lead body conductor was crushed.

Manufacturer narrative:
Concomitant products: product ID: 3058, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0mrwj, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that during the implant procedure high impedances were seen on all electrodes. After then switching to a new implantable neurostimulator (ins) and, after connecting it to the lead, impedance testing showed the same issue. Testing the electrode using the j-hook accessory was used to determine any potential defect with the ins connection. After using 2 different inss it was determined that the lead was issue even though motor responses could be elicited from the patient. A new lead component was then implanted, was tested when connected which resolved the issues. There were no patient symptoms reported associated with the event issue (they were under sedation for the procedure). If additional information is received, a follow-up report will be sent.